Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reports that their therapy is turning off by itself. The patient reports that their feet were hurting one day so they had to turn therapy back on but didn¿t recall turning therapy off. Technical services reviewed with the caller that therapy can be turned off with the controller and that if therapy is off the controller will show stimulation off once the screen is unlocked. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient got the percentage to 70%. The patient just recently got a new charger. The patient hoped it would work for a while now. The patient took the battery out and waited a while and then it worked to 70%. The patient said at times it was frustrating. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It hasn¿t been turning off now. The cause of therapy turning off by itself wasn¿t determined. The patient told the man on the phone what it was doing, and they said they would send a new device. It isn¿t working great now. It goes back and forth from the percent to try again a lot. On (B)(6) 2019-aug-20 they started out with 100% battery on their implant it started out at 40% and it took 1 hour and 20 minutes to get to 60% and wouldn¿t move any higher. No further complications were reported/are anticipated.